Event description:
Information received with return of the explanted device notes that during a post implant follow-up, it was noted that the patient had a pocket infection and had developed a hematoma of the pacer pocket. The infection was reportedly caused by corynebacterium urealyticum, a "very rare organism which can be a skin contaminant."